Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked to the extent that the device could not be unlocked or used, and the user transitioned to multiple daily injections while blood glucose remained normal. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included complaint intake, verification of shipping information, and user guidance on data sync, device shutdown, and replacement process and inspection of the returned device. Investigation of this device revealed physical damage to the display interface that impaired usability, consistent with a broken screen and nonfunctional user interface components. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device design or manufacturing.